Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73l1600052 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stapler gets blocked and cannot be used. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned 8 representative samples of product 528235 visistat 35w 6/box for investigation. The returned samples were returned in their original packaging. The actual sample was not returned. The representative samples were visually examined with and without magnification. Visual examination of the returned devices revealed that the samples appear typical. No defects or anomalies were observed. Reference files pic_anp1900052237 for investigation photos. Functional inspection was performed by attempting to fires staples from the returned staplers. Three of the devices were chosen. For the first stapler, the trigger was engaged. Upon full engagement of the trigger, the staple was released. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The first stapler was returned with 38 staples remaining in the cartridge. Two other staplers were also tested and both staplers were able to function properly with no issues found. One stapler was returned with 37 staples remaining in the cartridge and the other stapler was returned with 38 staples remaining. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "stapler dysfunctional" could not be confirmed since the actual sample was not returned. Eight representative samples were returned in place of the actual sample that resulted in the complaint issue. Three of the returned staplers were tested and they were all able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. No further action will be taken. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The stapler gets blocked and cannot be used. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box,lot # 73l1600054 was manufactured on 11/08/2016 a total of (B)(4) pieces. Lot was released on 11/09/2016. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production (p/n 52823 visistat 35w) lot # 73d1700177, the samples were functionally inspected according to the quality procedure qip-0031tecrev24, and issue reported "jamming" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The stapler gets blocked and cannot be used. There was no patient injury.